Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that during use with an unspecified bd alaris pump infusion set there was a component separation. The following information was provided by the initial reporter: customer reported the continuous IV line failed in a spot that should have been sealed and immobile / unable to separate.

Event description:
It was reported that during use with an unspecified bd alaris pump infusion set there was a component separation. The following information was provided by the initial reporter: customer reported the continuous IV line failed in a spot that should have been sealed and immobile / unable to separate.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.